Event description:
It was reported the patient had a urinary tract infection and burning during urination. It was noted the patient was prescribed macrobid for seven days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot # v140057, implanted: (B)(6) 2008, product type lead. (B)(4).